Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch cgk468, mfg date: 06/01/2010, exp date: 01/31/2015. Batch cjk366, mfg date: 08/01/2010, exp date: 07/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a frey operation procedure on (B)(6) 2010 and suture was used for knotted suturing at the pancreatic parenchyma and mucous membrane of the digestive tract. The needle was found broken at the tip after the surgery. The surgeon looked for the fragment, lavaged and sucked in the abdominal cavity. After the operation, the patient underwent an x-ray exam, but the fragment was not found. The patient will undergo a CT scan exam, the date is not decided. The surgeon opines that it is possible that the needle had originally been a blunt needle because the cut surface of the needle was very sharp and it did not bend.